Manufacturer narrative:
(B)(4).

Event description:
The customer reported the audible sound of the alarm is low despite the alarm volume setting set at maximum. The customer reported patient involvement with no harm to the patient.